Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level 300 to 400 mg/dl. Customer was treated with insulin shot. Customer was alleging insulin pump for under delivering because customer high blood glucose level. Drive support cap was normal. Customer declined to check air bubbles and leak. Insulin pump passed displacement test. Customer stated that the buttons were hard to press. The insulin pump will be and reservoir will not returned for analysis.